Manufacturer narrative:
The returned device was evaluated and investigation found no damage or defects that would lead to a failure of the pod's ability to deliver insulin or would cause an infection at the infusion site. The formed needle was inspected and no abnormalities were found. The entire fluid path was intact, and the data showed no signs of a difficulty to deliver insulin. Although, no damage or defects were found, the reported event could not be determined.

Manufacturer narrative:
The product has been returned and is pending the completion of the investigation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108: warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that after wearing the pod on the leg, the site had a painful purulent bump, hot to the touch and the blood glucose (bg) levels rose to 15 mmol/l (270 mg/dl). The patient visited the (B)(6) clinic, where was diagnosed with a internal infection where the pod was located and was prescribed antibiotics (cephalexn) to be taken 4 times a day for 5 days (total of 20 pills).